Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned to bsn for eval.

Event description:
A report was received that a pt's body was rejecting the implant. The pt has an autoimmune disorder, and was experiencing an allergic reaction to the percutaneous leads and ipg as well as a burning pain at the lead site. The pt was explanted and is reportedly doing well after the procedure.